Event description:
It was reported that it was difficult to fill a pump's reservoir. The reservoir was able to be aspirated. Using a 10 ml syringe, a nurse was able to unlock the reservoir by aggressively pushing saline, however, it became more difficult to fill. Attempting to fill the reservoir was eventually stopped, and the pump was updated accordingly. It was noted that a lateral x-ray may be acquired at the next refill if needed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).